Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced transmitter failing to maintain glucose readings occurred. According to the patient, on (B)(6) 2025, the patient experienced hypoglycemia and was hospitalized. There was no information about the medical intervention provided nor the treatment administered. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.